Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was placed in left ventricular (lv) via patent foramen ovale (pfo) on accident. During the rv lead revision it was found that the helix would not retract. The physician believed that the conductor fractured while attempting to retract the helix. The patient has stenosed superior vena cava. The rv lead was explanted. No additional adverse patient effects were reported.